Manufacturer narrative:
The device is not available for investigation. However, a photograph was provided by the customer and evaluation of the photo is pending. Initial reporter (full) phone number: (B)(6).

Event description:
The complaint/event involved a primary plum set, orange polyethylene lined light resistant tubing, clave y-site, secure lock, 103 inch. The customer reported leakage of an unspecified fluid at the secure lock adapter during a patient's infusion. There was no physical damage reported on the device. The set replaced, and therapy resumed without any problem. There was no report of any human harm.

Manufacturer narrative:
No 123390488 product samples were returned for investigation; however, one (1) photograph was provided by the customer. The photograph shows the leak and confirms the customer complaint of leakage at the secure lock adapter. Probable cause, incomplete insertion during assembly in manufacturing.